Manufacturer narrative:
(B)(4). Date sent: 10/27/2020 d4: batch # u9324c investigation summary the analysis results found that the el5ml device was received with no damage in the external components. In addition, a scissored clip was received inside of a plastic bag. Upon cycling, the instrument was noted to be empty. However, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components, the device was disassembled, and the ratchet pawl was found out of position, causing the failure of the lockout feature. The event described could not be confirmed as the device was returned empty. No conclusion could be reached as to what may have caused ratchet pawl was found out of position. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap assisted cholecystectomy and extensive lysis of adhesions, the surgeon fired the clip applier and clips came out scissoring. This happened multiple times. The clip applier and clips were removed. A new clip applier was opened and used to complete the procedure with no delay and no patient consequences.